Event description:
It was reported that during an orthopedic procedure, the fibers from the femoral canal brush became detached and remained in the femoral shaft of the pt. The fibers were rinsed out with water pressure but the surgeon could not confirm that all were removed.

Manufacturer narrative:
The device was not returned to the MFR for investigation. The functional use of this device does allow for excessive handling in order to clean the affected area. If there is an increase in force or friction, it is possible that the fibers may become slightly damaged and fall off during use. A CAPA has been opened to further investigate the alleged condition.